Event description:
It was reported that there is intermittent down column motion on the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the column power supply (ps3) and the down switch. The system was tested and found to be working as intended and placed back into service.